Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.